Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly, the patient had a syryker brand metal rod surgically implanted into her back. It is further alleged that the patient required a second surgery within 2 years of implantation to place a new metal rod in her back because it had broken in half.

Manufacturer narrative:
Not returned.

Manufacturer narrative:
Method: patient history review; complaint history review; risk assessment. Results: the customer event of the fracture of a xia 3 titanium rod was confirmed via review of the correspondence. The patient history indicates that the patient was leaning forward and the rod ruptured. An imaging study was performed and revealed lateral mass fusion, mass fracture and breakage of the bilateral rod. The lateral mass fusion fracture and/or the patient excessively leaning forward could have placed high stress on the rod, leading to its fracture. Conclusion: the cause of the fracture is multifactorial.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a syryker brand metal rod surgically implanted into her back. It is further alleged that the patient required a second surgery within 2 years of implantation to place a new metal rod in her back because it had broken in half.